Event description:
It was reported that the programmer received an error during boot up. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer did not receive an error during boot up as the customer reported, however a recent error message was confirmed in the get logs error file and therefore the link electronic module board was reseated and recalibrated. Additionally the software was reloaded as a preventive measure. (B)(4).